Event description:
It was reported that smoke emitted from the unit during use. It was also reported that the unit was working with the external power supply. No patient injury was reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating this reported incident. A follow-up report will be submitted as soon as the investigation is completed.